Manufacturer narrative:
(B)(4). During service, an "inoperative stop key on the pump head module keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer.

Event description:
The facility representative reported a pump with an inoperative stop key on the pump head module keypad. This problem was identified during service evaluation. There was no report of patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.